Manufacturer narrative:
Reliability analysis evaluated 1 opened and used transfer guard only, using a new lab reservoir performed pre-fill reservoir test. Reservoir failed per inspection and found reservoir transfer guard needle occluded.

Event description:
The customer reported via phone call that the needle guard had a lot of resistance and could not fill the reservoir with insulin. The customer indicated that another reservoir was used and that one worked fine. Customer was advised that the device would be replaced and to return the product for analysis.